Event description:
A customer contacted baxter's technical service center reporting that the home patient (hp) needed assistance to end therapy as the hp disconnected from the homechoice (hc) awhile ago, did not explain why, and forgot to cover the patient line. The hp needed to know what to do further. The technical service representative (tsr) advised the hp she must start over with all new supplies on the hc and the hp understood. The hp stated she would use manual supplies for that night. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report of use error was received with no alleged device malfunction; therefore, no further investigation will be performed. The root cause of the use error was undetermined. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.